Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿celect filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with (B)(4).

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Pt allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis, pulmonary embolism, not an anticoagulation candidate. Pt. Is alleging venous insufficiency, leg swelling and anxiety. Additionally, it is alleged that plaintiff's injuries include, but are not limited to, venous insufficiency, painful swelling and edema in right lower extremity, extensive thrombus throughout the deep venous system of the right lower extremity including the common femoral vein, superficial vein, femoral vein, popliteal vein, greater saphenous vein and thrombus in the left common femoral vein.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿celect - unable to retrieve, venous insufficiency, leg swelling, dvt, anxiety, pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Unknown if the reported venous insufficiency, leg swelling, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: f10) patient code: swelling (2091) - not listed in the IFU anxiety (2328) - not listed in the IFU no code available (3191) (venous insufficiency) - not listed in the IFU. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 06apr2018 as follows: pt allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis, pulmonary embolism, not an anticoagulation candidate. Pt. Is alleging venous insufficiency, leg swelling, edema and anxiety. Pt. Further alleges the irretrievable filter subjects (him) to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death. Additionally, it is alleged that plaintiff's injuries include, but are not limited to, venous insufficiency, painful swelling and edema in right lower extremity, extensive thrombus throughout the deep venous system of the right lower extremity including the common femoral vein, superficial vein, femoral vein, popliteal vein, greater saphenous vein and thrombus in the left common femoral vein.